Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to her feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to specify when the alleged issue began. The patient reported she obtained an alleged high reading of "300 mg/dl" with the subject meter. As part of her diabetes regimen, the patient claimed she is on insulin. At the time of the alleged issue, the patient denied taking any action regarding her diabetes regimen. The patient claimed ½ an hour after the alleged issue began, she became shaky, weak, and had symptoms of "cold sweats". At an unknown date/time, the patient claimed she went to the emergency room (ER) for assistance; however the patient was not able to specify what kind of treatment, if any, the patient received after the alleged issue began. The patient claimed she was tested by the ER/hospital meter; however she was not able to recall the result obtained or when it was taken. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.